Event description:
It was reported that a customer was unable to flush a drug through a one-link catheter extension set during infusion. The reporter stated the nurse did not connect the luer lock correctly to an unspecified device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspections were performed and no defects were observed. Functional testing was performed by attaching the device to an in-house set, which was spiked into an in-house solution bag, and the device primed and flowed normally. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.